Event description:
Reported as: went to remove the device and the tip detached. This was noted under fluoro. The tip of the device was snared to remove it from the body, extending the procedure by 20 minutes.

Manufacturer narrative:
Reference IFU for appropriate warning regarding wire prolapse. Warning: if the catheter is advanced to the floppy end of the guidewire take special caution to avoid guidewire prolapse ("looping"). If this occurs, catheter and guidewire should be removed together to prevent potential damage to vessel walls. If resistance is still felt, the sheath should also be removed as part of the unit.